Manufacturer narrative:
(B)(4). Batch # p58314. Investigation summary: four photos were provided; the picture one and four shows a blue cartridge from a top view, the reload appears to be fully fired on the left side and partially fired 1/4 of the right side. The pictures are not clear and no further details can be observed. The second picture shows the blue reload from bottom view inside of its packing. The sled can be seen completely advance.  The third picture shows a tyvek with the lot number p4t874 and the expiration date 2022-10-31. Based on the photos alone the event describe is confirmed.  The analysis found that one ecr60b cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: what device was used with this reload? It was used wirh long60a endocutter. Was buttressing material used? No. Were any unusual forces or noises noted? Not reported. What was the approximate blood loss? Not reported. Did the patient require a blood transfusion? No. Was the post op care of patient altered in any was due to the issues experienced with device? Not reported. What is the current patient status? No adverse event reported.

Event description:
It was reported that during third firing of ecr60b, it fired partially and only one side of stomach stapled and other side remains as it is. It was the case of mgb. Stomach was cut in two section and only stapling happened on ruminant stomach only. I.e one side was without staple which leads to huge bleeding and other. Only stapler pins from one side came out of the cartridge deck and only few from other side. It got another one hour to control the situation.